Event description:
The distributor reported that during preparation for a conronary artery bypass graft surgery, the heartstring seal cracked while loading it into the delivery tube. The distributor did not provide any further info. No pt complications were reported by the distributor.